Event description:
The customer contact reported loss of suction. At the initiation of suctioning, cracks were noted in the lid; subsequently, loss of suction was noted. The device was replaced and the suctioning was initiated. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The catalog number provided is the international list number that is comparable to the domestic list number 43056. The domestic list number has a common device name of 80gcx and is 510k exempt. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).